Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the ultra instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with an st-segment elevation myocardial infarction (stemi). The target lesion was a total occlusion located in the mid to distal right coronary artery (rca) with heavy calcification. After pre-dilatation with an unspecified balloon, the 5.0 x 18 mm ultra stent was advanced without issue and implanted. After stent implantation, haziness was noted on fluoroscopy and a dissection was suspected. A 4.0 x 23 mm vision stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.